Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and fistula. No further patient complications were reported.